Manufacturer narrative:
Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/14/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base. The silicone insulation on the tip of the hot jaw was observed to be peeled at the tip, near the tip of the heater wire. The detached silicone was not returned to the factory for evaluation. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device, the reported failure "device remains activated" was not confirmed, but the analyzed failure modes ¿material twisted/bent¿ and "peeled" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They were ligating a branch, released the cutting trigger, the unit didn't shut off and the cutting element started to glow. They disconnected and removed device from patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They were ligating a branch, released the cutting trigger, the unit didn't shut off and the cutting element started to glow. They disconnected and removed device from patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.